Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the unit was not switching on. The customer reported that there was no patient involvement.

Manufacturer narrative:
Through follow-ups, the key market (km) indicated that the reported problem was confirmed. Fse identified that the power supply was defective. The fse replaced the power supply and the main harness to address the reported problem. The unit was returned to service. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.